Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Durig support, the device exhibited suction alarms indicating low flow, the resolution for this issue is unknown. Additionally, the pump stopped, the resolution for this issue is unknown. No report of patient harm, the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported pump stops and purge leak has been completed. The impella device was not received from the customer; however, the data logs were returned. Upon review of the logs, a show a rise in the motor current and high purge pressure leading to an eventual pump stop. Therefore, the root cause of the the pump stop is most likely the purge leak. Without the return of the device the root cause of the purge leak is unable to be determined. Instructions for use for the related event are as follows: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ follows: this report is being filed as part of a retrospective review of historical records.